Manufacturer narrative:
The device is being evaluated at (B)(4). At this time, we have found that the device has been tested electrically, with no abnormalities found. In addition, initial functional testing has not been able to replicate the fault. The investigation is ongoing.

Event description:
After an lsh procedure using the pks plasma morcellator, the surgeon noticed a burn on the outside of the pt's abdomen. The surgeon resected the burn area and the pt did not need follow up treatment. There was no longer hospitalization required.